Event description:
Patient reported experiencing elevated blood glucose of 405 mg/dl. She indicated that the infusion device stopped working without warning as the result of a depleted power pack. Patient indicated that she felt tired, thirst, and ill. She stated that she replaced the power pack and administered a bolus to address the issue. Two hours later her blood glucose level was 87 mg/dl. She discarded the power packs, therefore they will not be returned for evaluation. No medical assistance was reported.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.